Event description:
The customer reported recovering suppressed out of instrument low (oir low) ion selective electrode (ise) results for one patient sample on a unicel dxc 800 synchron system. The customer stated that the patient sample was repeated on alternate dxc 800 (sn: (B)(4)) and the results were normal. The customer attempted to run the sample on the original instrument to verify results but was hindered by autoloader motion errors. The customer indicated that other patient samples were normal. Suppressed results for the one patient sample were not reported out of the lab and there was no injury, death or affect to patient treatment associated with this event. Customer technical support (cts) assisted the customer with troubleshooting over the phone and advised to check the sample syringe for brown residue, flush the mc sample probe and run qc on the modular chemistry (mc) side. The customer has not called back with any reoccurrence of this issue. The customer had resolved the issue with routine troubleshooting and service was not dispatched.

Manufacturer narrative:
Evaluation: customer technical support assisted the customer with troubleshooting over the phone.